Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700 mg/dl. The customer changed pump supplies prior to the emergency room visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was discharged 4 days later, (B)(6) 2026 with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.